Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the reported issue occurred due to foot switch failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device displayed an e433 restart error. The issue occurred during preparation for use. There were no reports of patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.